Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The primary reported failure mode, related to partial deployment due to a stuck deployment line, could not be confirmed during engineering evaluation. However, the engineering evaluation observed a broken deployment line, material blocking the deployment notch, and other damage consistent with deployment difficulty. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The returned device exhibited several forms of damage (e.g. Cut dual lumen, catheter kink, exposed distal shaft, compressed endoprosthesis). As reported, the physician cut the delivery catheter after the device was removed from the patient. The cause for the other damages could not be determined, but they are consistent with damage resulting from the inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis (vsx device) was intended for use in the left renal artery as a snorkel during treatment of an aortic aneurysm. After right brachial access was gained the physician inserted a 90cm terumo destination into place. The physician advanced the vsx device and attempted deployment. However, the deployment line was stuck and could not deploy the device. With no device expansion, the vsx device was removed. The case was successfully completed with a gore® viabahn® vbx balloon expandable endoprosthesis. The patient did not experience any adverse consequences. It was noted that it there was very tortuous anatomy coming from the right brachial artery into the left renal artery. Did not deploy, subsequently removed from body and used vbx instead. Patient is doing well.